Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit shut down on its own. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00476 and 1828100-2015-00477. The reported issue occurred a couple of weeks ago and the user facility's biomedical engineer (biomed) just found out about the issue. Per the ccp, the unit had been shutting off periodically for a few seconds a few days prior to this reported issue.